Event description:
During a bronchoscopy, forceps were obtained, opened, checked for proper functioning and then placed through bronchoscope. Once at biopsy site forceps were opened and placed but would not close and could not be removed through the bronchoscope. Bronchoscope was removed from pt with the forceps. The forceps were cut and then removed from the scope. Although the pt suffered no injuries, the potential for injury was great.